Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient could no longer recharge their implantable neurostimulator (ins). Actions they tried taking to try to resolve the issue was position the recharger kit differently to try to maintain the connection however no results. During the consultation, the physician diagnosed that the implant had shifted slightly (35 degree rotation) therefore, the recharging cycle was no longer working normally and disconnections were frequent. There were no external factors reported. The solution was revision surgery to reposition the implant correctly. This surgical revision took place on (B)(6), and since then the problem has been solved: the patient can now recharge correctly. Neither the implant nor the recharging kit have been change. Issue resolved.